Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, moderately tortuous and 90% stenosed anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified anatomy resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. A trek rx successfully crossed the lesion, though there was resistance during advancement with the anatomy. Intravascular ultrasound was not used, and the trek rx was inflated but ruptured at 10 atmospheres during the first inflation. There were no reported adverse patient effects and no clinically significant delay in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was provided.